Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was isolated to a transducer found with excess contamination at gold bonds/pads and lifted gold bond.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, ventilation did not start, and it is alarming circuit occlusion and high pressure. The customer stated there was no patent involvement associated with this event.